Event description:
Customer reported set was being used on a pump for a pt and leaking occurred around the piece of tubing that is inserted/sits in the pump unit. Tubing was used on pump for approximately one day before leaking. No pt harm was reported. Although requested, no additional info was available.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. The device was received. Investigation is not complete. A follow-up report will be submitted with any relevant info.